Event description:
Customer alleged the frame broke/snapped in two on the right front area. No injury alleged.

Manufacturer narrative:
Dealer stated that the consumer's son brought in the damaged unit and a replacement unit was provided to the consumer. The dealer also confirmed that the consumer was not injured. The original unit has been sent back to invacare for inspection and evaluation.